Event description:
During a aneurysm coiling procedure with neurogorm stent system placement of a left internal carotid artery aneurysm, the subject device got knotted on the stent. Whent he physician attempted to remove the subject device, it broke away from the pusher wire. The main coil was hanging on the internal carotid artery and tangled up on the stent. A second neuroform was used to adhere the main coil to the vessel wall. The pt was reported in good condition.